Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 70 ncm of primary stability was achieved and the patient presents bone type I.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 70ncm of primary stability was achieved and the patient presents bone type I.